Event description:
The proximal femur replacement devices were implanted (B)(6) 2025 under special access provisions. It appears that they were implanted in combination with another manufacturer's acetabular articulation components. On (B)(6) 2025, additional proximal femur replacement implants were requested by the local sales representative for a planned revision surgery on (B)(6) 2025 for hip dislocation due to instability. According to the surgeon, the link device did not contribute to the event and the instability was caused by significant soft tissue loss due to previous infection.